Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
Recipient is bilaterally implanted. The hearing performance of the left ear is affected since (B)(6) 2017. No reports of accident or trauma. No changes of health were reported. Re-implantation was done on the (B)(6) 2017. It was stated in the device explantation report that the active electrode lead was severed during removal surgery and that the skin over the device was not found intact before device removal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient is bilaterally implanted. The hearing performance of the left ear is affected since (B)(6) 2017. No reports of accident or trauma. No changes of health were reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a device malfunction appears very likely. However, to determine an exact root cause of failure, a device investigation to the explanted device would be necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Recipient is bilaterally implanted. The hearing performance of the left ear is affected since (B)(6)2017. No reports of accident or trauma. No changes of health were reported. A x-ray was done and no air or liquid pocket was seen on images. Also the electrode was within place. Re-implantation is considered.